Manufacturer narrative:
This device is undergoing analysis. Upon completion of analysis, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status earlier than expected. A red alert was issued in latitude for this battery status change. It was also noted in latitude that elective replacement indicator (eri) battery status was declared one month earlier. The device was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did meet longevity estimates provided in device labeling. However, the time between eri and eol was less than expected. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the cause of excessive current and short duration between eri and eol was due to low-voltage capacitor degradation, which resulted in a high current condition.